Manufacturer narrative:
Block a4 (weight): 49.5 kg block e1 (initial reporter address): (B)(6). This event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly and the outer-sheath were not returned and the device had evidence of a full deployment. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional examination was also performed between the hooks of the bushing, and it was observed that both sides a and b were within specification. Additionally, the bushing tabs were measured and it had similar measurement on each sides. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection procedure performed for the intestinal polyp on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto the wound; however, the clip could not be detached from the catheter to deploy. Additionally, after pulling the handle back and forth, the clip dropped. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection procedure performed for the intestinal polyp on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto the wound; however, the clip could not be detached from the catheter to deploy. Additionally, after pulling the handle back and forth, the clip dropped. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.